Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7082700.

Event description:
It was reported that the patient was feeling intense stimulation at the left flank and had an unpleasant stimulation in the abdomen area. A lead check was performed through fluoroscopy and it was confirmed that there was lead migration. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted leads were discarded.